Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The consumer states the tire split and came off the rim.